Manufacturer narrative:
Patient medications include but are not limited to: aspirin, carvedilol, pantoprazole, atorvastatin calcium, metformin hydrochloride, magnesium oxide,ferrous sulfate, ranitidine hydrochloride the instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoprosthesis: component migration a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. The patient tolerated the procedure. On (B)(6) 2018, follow up imaging determined the trunk ipsilateral leg component had migrated approximately 2.5cm distally into the aneurysm sac. It was also reported that some of the nitinol anchors on the right side of the graft had become detached from the eptfe / fep sealing cuff on the aortic end of the trunk and remained attached in the proximal aorta up by the lowest renal artery. There was no reported endoleak or enlargement of the aneurysm reported, however the diameter of the proximal aorta was reported to have enlarged. The diameter of the proximal aorta at the time of initial implant was reported to measure 32mm and had enlarged to approximately 38mm in diameter. No reintervention had been scheduled at the time of this report.

Manufacturer narrative:
Images were provided to gore and an imaging evaluation was performed and showed the following: there appears to be anchors that are detached from the proximal end of the exlcuder® device. The length from the lowest renal to the proximal end of the implanted device appears to be ~46mm. Unable to confirm migration, due to receiving one time-point. The aortic diameters in the first 15mm distal to the lowest renal appear to range from 33mm ¿ 39mm. There doesn¿t appear to be proximal wall apposition of the implanted device. Unable to confirm if there is contrast outside of the device.